Event description:
The customer reported that x-rays stay on after releasing the x-ray switch creating multiple exposures outside of the patient care cases. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.